Manufacturer narrative:
(B) (4). Evaluation summary: the device was in-vivo approximately one year and 8 months. Because the explanted device is not available for evaluation, an exact cause of failure cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to tibial loosening.